Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they have had several instances of bubbles being introduced into the eye of several patients through the infusion line before the fluid to air exchange was activated. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report, as such, a full evaluation was unable to be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. The manufacturer internal reference number is (B)(4).